Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 106mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Motor error alarmed during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. Unable to verify error alarm in history file due to motor damage. The insulin pump was received with scratched display window, cracked corner display window and cracked battery tube threads.